Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown. A batch review will not be conducted. If additional information becomes available, then a follow up MDR will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was not confirmed due to a lack of sample. The cause was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter's technical service center regarding a system error (se) 2240 (air in the set) during the initial drain on the home choice (hc). The technical services representative (tsr) explained the alarm. The home patient (hp) stated he was connected before he pressed go. The hp may have connected before prime was complete. The tsr instructed the hp to cycle the power. The hp would use new supplies. Product surveillance contacted the hp on (B)(6) 2011 regarding a system error 2240 alarm. The hp stated he started over with new supplies and resumed therapy. The pd rn was not notified of the alarm. There was patient involvement. No patient injury or medical intervention was reported in relation to this event.